Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: renal failure. Onset of adverse event: one day after stent deployment. It was reported by the patient that she experienced pain and vomiting during the procedure when an unknown xience stent was deployed. Almost immediately 48 to 72 hours after the procedure, she stated feeling weakness, lower back pain, dizziness, nausea and vomiting, and body chills. A short time after the stent implant date, the patient discovered that she has renal failure, but reported that she has not received treatment for the renal failure. No additional event or patient information is available. After following up with the physician, it was reported that the patient's symptoms are non coronary related. The patient had multiple medical issues, but the physician is confident that they are not due to the implant of the stent. The patient is seeing another medical specialist not related to her heart.